Event description:
Indication: chronic obstructive pulmonary disease, unspecified unsolicited communication from patient reporting the medication cup is clogged and although he is washing it as directed the cup continues to be clogged. No missed dose or adverse reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver.